Manufacturer narrative:
The actual product involved with the incident reported has not been returned. PMA 510(k): due to the item and/or lot were not provided we are unable to determine the 510k. Method: the actual device has not been returned. No product eval can be performed at this time. Without the finished good item/lot number it is not certain if there were any quality issues against the finished good lot nor the needle component lot. The needle supplier has been made aware of this complaint for a continued investigation. Ref.: complaint #(B)(4) (ethicon complaint #(B)(4)); item number and finished good lot number are unk.

Event description:
It was reported: "during a left total hip replacement, the suture tip broke off. The wound was explored and x-rays were taken, and no needle was noted". (B)(4).